Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained through the right femoral artery. The target lesion was a 90% stenosed, moderately calcified, moderately tortuous circumflex coronary artery (cfx). The 2.50 x 16 mm synergy ii stent system was unable to cross the lesion and upon removal from the patient it was noted that some stent struts had been lifted up along the surface of the catheter. The procedure was completed with another of the same device. No patient complications were noted.